Event description:
Excessive pain in leg, knee, and thigh. Unable to stand for any length of time. Swelling of knee and thigh, as well as foot. Buckling of knee; tightening of area around entire knee; discoloration in area below knee; saddle bag of 30" hanging over knee.